Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had 4 sets out of a box, when she unraveled them their needle and the tubing was not attached. She had not tried using any others from the box because she did not want to unravel other sets. In the investigation it was found that the glue was missing from the tubing connector (both samples) and in one set the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.